Event description:
It was reported that during a percutaneous transluminal coronary angioplasty procedure, the balloon would not deflate. The balloon was intentionally ruptured for removal without incident. No pt injuries or complications occurred.